Event description:
Pt underwent bilateral total knee arthroplasty at another facility. He reported that he has pain and swelling in his knees increasing with activities since the surgery. Pt presented with 2-3+ effusion in his left knee. He reported pain along the lateral joint line. His daily living activities were markedly decreased. The pt was admitted to the hosp for revision of the left total knee. Intraoperatively, there was bony ingrowth on both the femoral and tibial side although it was incomplete on both. As well as on the patella. A synovectomy of the knee was carried out and immediately encountered were fragments of polyethylene. There was fragmentation and wear of both the patella and both the medial and lateral insert. The total knee components were replaced with another type of device and cemented.